Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Patient underwent aaa procedure to place a renu device in 2006. On five days later, it was noted that the distal portion on the left side of the renu device did not open completely, causing a gap between the renu device and the previously implanted graft. (Refer to 1820334-2007-00541). At that time, another manufacturer's 14x4 stent was placed from the distal portion of the renu into the iliac leg to expand the renu device. This had a positive result. A 9 month follow-up CT scan, as reviewed by the core lab, revealed a right external iliac and superficial femoral artery dissection. Note was also made of the presence of a left renal artery stent. A query was sent to the core lab to determine if the dissection had been present on previous films. The response from the core lab indicated that a "focal dissection is seen at 6 months involving right sfa and external iliac artery." It appeared that the renu device had been placed via right femoral access based on the presence of subcutaneous fat stranding visible on the 6 month films. The core lab did not have pre-procedural imaging. The only film available for review was a flat film of the procedural angiogram which was technically inadequate.